Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing intermittent stimulation. X-ray was taken and showed one of the leads looks like it was hanging on by the thread. It was also noted that there was some damage to the lead when it was first put in. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.